Manufacturer narrative:
The catheter and guidewire will not be returned for evaluation as they were discarded at the site. The devices were not returned for analysis; therefore, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience.

Event description:
Medtronic (covidien) received information that during an attempt to treat a wide-neck basilar tip aneurysm. The physician reported that the reverse 021 microcatheter felt stiff and would not track with the guidewire. The patient was observed to have collective vessel disease, therefore it was determined that the best access was via right vertebral artery which had a stenosis at the origin. The physician attempted to gain access into the posterior cerebral artery (pca), to stent the aneurysm. The physician stated that the reverse microcatheter felt stiff transitioning, had no trackability and did not transition into p1 over the guidewire. After two unsuccessful attempts to gain access with both the guidewire and microcatheter), the physician attempted access to get the microcatheter to catch the turn into p1, in which the micro-catheter and guidewire prolapsed and slipped back, and pierced the basilar tip aneurysm resulting in an aneurysm dome rupture. The procedure was complicated by aneurysm extravasation and rupture, resulting in emergent balloon assisted coiling of the basilar aneurysm with administration of protamine. The micro-catheter and guidewire were removed and the ruptured aneurysm was treated via balloon assisted coiling. Once stabilized, CT revealed extensive subarachnoid hemorrhage and intraparenchymal hematoma. The patient remained in critical condition post procedure; was comatose with no clear cortical activity, and died 5 days post procedure.